Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator and minilink transmitter. The test blood glucose value was listed in the sensor graphs screen. No unexpected lost sensor alarm noted. Unit passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case at the display window corner, minor scratched display window, scratched reservoir tube window, and reservoir tube.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that she got lost sensor and changed the battery and the insulin pump was not giving her insulin. Customer stated her blood glucose had been 300-400's mg/dl. Customer mentioned she had bad flu. Troubleshooting was done. During the troubleshooting, it was found that there were cracks all around the opening by the reservoir. Advised customer the insulin pump and battery cap would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per hlth care provider. Customer declined to do troubleshooting for lost sensor. No further info provided.